Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room in cardiac arrest. The patient had been lost to follow-up. The patient's pacemaker was unable to be interrogated and pacing support was maintained through a temporary pacemaker. Early replacement indicator/end of life status could not be determined due to the temporary pacing support. No further information is available.

Event description:
New information revealed that the device had reached the elective replacement indicator at the time of the event. The patient was intubated and in critical condition.